Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "it was reported that the instruments were noticed to be are broken upon inspection. The top ball does not go in to slide on the trial. The broach does not lock in on the handle. The device does not slide into the broach. There was a crack on the tightening wheel. Surgical delay was unknown." The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device observed sign of normal use on the device. A functional test performed with a mating broach handle (259807550) revealed that the broach was able to be assemble as intended. Complaint was not confirmed. The overall complaint was unconfirmed as the observed condition of the broach corail amt 11 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the instruments were noticed to be are broken upon inspection. The top ball does not go in to slide on the trial. The broach does not lock in on the handle. The device does not slide into the broach. There was a crack on the tightening wheel. Surgical delay was unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.